Manufacturer narrative:
Product eval: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause: root cause has not been identified. There have been no other complaints reported in the lot number. Add'l info was requested on 03/25/2011, 04/08/2011, and 04/20/2011 by phone and mail. Add'l info was received by phone on 04/20/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A purchasing agent reported that an intraocular lens (iol) was noted to have multiple surface deposits. In a follow-up, the purchasing agent further reported that according to the surgeon, the deposits were noted before surgery.